Event description:
It was reported by the customer the pca was programmed to the standard 30 mg/30 ml concentration; however, a 50 ml syringe of a different concentration was placed in the pump. There was patient involvement but unknown outcome.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.